Event description:
A 42-year-old male with astrocytoma started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he had undergone two unspecified surgical procedures within the preceding six months. On (B)(6) 2026, additional information was obtained from a healthcare provider (hcp), indicating that the patient developed an infection at the surgical site. The patient subsequently underwent wound washout and cranioplasty. According to hcp, magnetic resonance imaging suggested the presence of a fluid collection in the affected area. However, it remained unclear whether optune gio may have contributed to this event, particularly in the context of a superficial skin abrasion associated with device use. On (B)(6) 2026, the patient permanently discontinued optune gio therapy.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Skin abrasion was related to device use; however non serious. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity.